Event description:
The user facility reported to baxter that the device failed to alarm downstream occlusion as expected during use on a pt. There was no report of injury or medical intervention being associated with this event. Baxter has requested additional information, however, none is available at this time.

Manufacturer narrative:
The device is being returned to baxter for evaluation. Should the device be returned for evaluation, a follow up report will be submitted upon receipt of evaluation results.